Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2024. During the procedure, both leads were cut and explanted. During the lead implant the patient experienced a cerebrospinal fluid leak. It is unknown which lead was related to the csf leak. The physician performed a blood patch. It was also reported that the patient had an infection at the lead site. As a result, the system was explanted. The patient was prescribed antibiotics, and the infection was resolved.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.